Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. Moreover, the ventilator's nozzle unit was contaminated with liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the internal leakage test, pressure transducer test, o2 cell/sensor test and patient circuit test failed during pre-use check and the leakage in nozzle unit was observed. Adjusting of the nozzle unit solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The reported issue was confirmed in provided device's logs. The cause to the reported issue has been determined as related to nozzle unit.

Event description:
Manufacturer's ref. #: (B)(4).